Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 110010246, lot# 67256917, g7 osseoti 4 hole shell 56mm f. Cat# 010000998, lot# 7757033, g7 screw 6.5mm x 25mm . Cat# 010001000, lot# 7600405, g7 screw 6.5mm x 35mm . Cat# 010000984, lot# 7707587, g7 freedom const e1 lnr 36mm f. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient underwent an initial hip procedure. The patient underwent a revision approximately 4 months later due to dislocation. Attempts have been made and no further information has been provided.